Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance with programming a new insulin pump. Blood glucose level at the time of the call was 224 mg/dl. The customer also reported having a blood glucose level of 43 mg/dl on the morning of the call, which was treated with juice and food. The customer declined troubleshooting for the low blood glucose level as she was still using the old insulin pump at the time of the incident.